Manufacturer narrative:
H2, h3, h6: software analysis determined that, per the description of the behavior, the software is behaving as intended. Codes 10, 213, and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID #: 9735736; software version #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was receiving a message stating that the instrument was able to be used to register. The surgeon had decided to abort navigation to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the manufacturing representative was able to help the site verify all the instrumentation after being placed into the divot of the patient tracker and the site was able to complete a few registration but the surgeon still opted out and aborted navigation.

Manufacturer narrative:
Additional information received. Event description has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the suspected cause of the issue was user error.